Manufacturer narrative:
The field service engineer went for onsite service at the customer site and confirmed that the reported issue of no sound. The fse determined that the speaker assembly was defective and needed to be replaced. E1: reporter institution phone number: (B)(6).e1: reporter phone number: (B)(6).

Event description:
The customer reported a speaker malfunction no sound was coming from the device. It is unknown if the device was not in use at time of event, there was no adverse event reported.